Event description:
It was reported that the device was showing all three icons (attention, service, and charge-pak), which is an indication of the device not having the ability to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a cracked capacitor, designator c177 from the analog pcb assembly. The cracked c177 had 23ma leakage which depleted the internal hlc batteries.